Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed. The faceplate detachment and gauge being unseated was confirmed. However, there was no damage or anomalies noted to the faceplate top tab or the two inner tabs, that would suggest a product issue contributed to the detachment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific product issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that there was an issue the 20/30 priority pak. During inflation the plastic cover broke as well as the manometer (gauge) and therefore the balloon had to be deflated manually with a luer lock syringe. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.